Manufacturer narrative:
Patient was given prednisone as intervention medication during post treatment care. In addition, patient was currently taking allegra-d prior to the laser procedure. Treatment parameters were not followed per the clinical reference guide. Permanent injury is not expected as the patient has since healed, doing fine now. The device was evaluated and operated as intended within specification. Erythema is an expected side effect from laser treatments, however this event is reportable because the patient received medication for intervention use.

Event description:
Patient experienced significant erythema and histamine response following a laser procedure on hands/chest/face area.